Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the reported event of the g5 mobile application had no audio alerts could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, that g5 mobile application had no audio alerts. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.